Event description:
At about 8 months after primary (spondylodese), revision surgery performed due to left bent rod ti 5.5x55mm breakage. The surgeon revised successfully left broken rod and right rod. Pedicle screws remained stable. No infection. The surgeon also proceeded to extend the patients construct.

Manufacturer narrative:
Batch review performed on 24 july 2023 lot 2124985: (B)(4) items manufactured and released on 04-nov-2021. Expiration date: 2026-10-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Visual inspection performed by r&d project manager ref. 03.50.454 bent rod ti 5.5x55mm lot. 2124985 the rod broke in a way compatible with material fatigue. No traumatic event that may have caused weakening or premature failure of the implant has been reported. A potential root cause may be the lack of bone fusion, that stressed the implant over the intended endurance.

Manufacturer narrative:
Clinical evaluation performed by medical affairs department: at about 8 months after primary spinal stabilization surgery (l3-l4) using a posterior instrumetantion (screws and rods) and an interbody fusion device, the left rod (ti 5.5x55mm) broke. Patient falls or other events that could explain the breakage are not reported. A revision surgery was performed to change the broken rod: pedicle screws appeared stable and were not revised. No sign of infection were detected. The aim of the surgery was the osseous fusion that is usually reached in 6-8 months. In this case, the absence of an effective osseous fusion may have subjected the implant to overload leading to breakage of the rod. We have no reason to suspect a defective or malfunctioning device.

Event description:
At about 8 months after primary (spondylodese), revision surgery performed due to left bent rod ti 5.5x55mm breakage. The surgeon revised successfully the broken rod. Pedicle screws remained stable. No infection.